Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was placed into the patient's body. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with transvaginal hysterectomy, due to stress urinary incontinence, uterine prolapse, cystocele, and rectocele.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient concurrently underwent lso, laparoscopic vaginal wall suspension, and posterior colporrhaphy.

Event description:
It was reported that the patient concurrently underwent lso, laparoscopic vaginal wall suspension, and posterior colporrhaphy.